Event description:
This report summarizes one malfunction. A review of the reported information indicated that model u4150310rx pta balloon dilatation catheter allegedly experienced material rupture. This report was received from one source. This malfunction involved one patient with no patient consequences. Age, gender and weight were not provided.